Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a scheduled lead revision due to poor r-wave sensing and variable capture thresholds. During the procedure when attempting to reposition the lead the helix would not retract or extend therefore, the lead was explanted and replaced. It was also noted that while attempting to extract the lead, the physician had cut the insulation in order to insert a guidewire to help guide the lead. The procedure concluded successfully and the patient was stable before, during and afterward. The patient will continue to be monitored with routine follow-up.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.